Event description:
The medical surveillance specialist (mss) has reviewed the customer service representative (csr) documentation. On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that a one touch ultralink meter read inaccurately high. The pt reported blood glucose results of "183 mg/dl" with a lifescan meter and "265 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <=30 mg/dl. As a result of the alleged issue, the pt reportedly administered self-treatment by taking insulin (unknown type/dosage). It is also unk what date/time the treatment was taken. The pt denied, however, that he developed any symptoms because of the alleged issue. The alleged issue was not resolved with troubleshooting. The test strips and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt performed a meter-to-other meter comparison where the calculated difference of the reported results exceeds lifescan's criteria for accuracy testing. There is no evidence; however, that the pt suffered a serious injury because of the alleged issue. Although the pt administered self-treatment by taking insulin, he denied developing any symptoms because of the alleged meter issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.